Event description:
It was reported that a crack was found on the tip of the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: "at 9:10 am on (B)(6) 2021, a crack was found on the indwelling needle during routine examination when the indwelling needle was taken out, and the indwelling needle was immediately stopped to use, a new indwelling needle was replaced, and the head nurse was immediately reported. Pediatrics find a problem with the indwaining needle and contact the pharmacy department. The pharmacy department exchanged the defective indwelling needles after communicating with the supply company. The incident delayed patient treatment and increased medical costs" "the material number of the complained product: 383033, 24g intima y-type, batch number: 0267189, the product has a crack on the tip of the catheter tubing, the complained product is also withdrawn".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval : yes. D10: returned to manufacturer on: 2021-03-29. Investigation summary a device history review was conducted for lot number 0267189. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by the facility was reviewed by our team of quality engineers. In response to the damage, they observed on the surface of the catheter tubing, they conducted a review of the molding, and assembly processes, as well as the visual inspection process responsible for detecting and removing defective products from the manufacturing line. After conducting a thorough review, they were unable to identify any opportunities, in the manufacturing process, to produce the kind of damage observed on the returned device. At the conclusion of their review, they were not able to associated this damage with the manufacturing process.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was found on the tip of the bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 9:10 am on (B)(6) 2021, a crack was found on the indwelling needle during routine examination when the indwelling needle was taken out, and the indwelling needle was immediately stopped to use, a new indwelling needle was replaced, and the head nurse was immediately reported. Pediatrics find a problem with the indwaining needle and contact the pharmacy department. The pharmacy department exchanged the defective indwelling needles after communicating with the supply company. The incident delayed patient treatment and increased medical costs". "The material number of the complained product: 383033, 24g intima y-type, batch number: 0267189, the product has a crack on the tip of the catheter tubing, the complained product is also withdrawn".